Event description:
It was reported the camera head image would not appear. The issues occurred during preparation for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.